Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during use of a 6mm angioguard embolic capture guidewire (ecgw) system, the release sheath was found to be broken during release of the filter basket. An image was received, and it shows the distal portion of an ecgw. The delivery sheath appears separated into two pieces and a fold is seen on the filter basket membrane. After damage was observed, the filter and deployment sheath were removed using a long sheath and a 5f single-lumen angiography catheter. The procedure was completed with a replacing with a non-cordis device. There were no reported injuries to the patient. It was reported that the lesion site was too tortuous, and it was found that the head end of the release sheath was broken, and the filter was not successfully released. The product was stored and handled in accordance with the IFU. No abnormalities were observed prior to use, and no excessive force was required to dock the filter. The target vessel was the c1 segment of the internal carotid artery, which was severely calcified and tortuous, with a 70% stenosis and an acute angle but no bifurcation. Prior to deployment sheath separation, difficulty was encountered in deploying the filter basket. Sufficient space was maintained between the lesion and the filter basket, and both proximal and distal markers were placed distal to the lesion. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during use of a 6mm angioguard embolic capture guidewire (ecgw) system, the release sheath was found to be broken during release of the filter basket. An image was received, and it shows the distal portion of an ecgw. The delivery sheath appears separated into two pieces and a fold is seen on the filter basket membrane. There were no reported injuries to the patient. It was reported that the lesion site was too tortuous, and it was found that the head end of the release sheath was broken, and the filter was not successfully released. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
As reported, during use of a 6mm angioguard embolic capture guidewire (ecgw) system, the release sheath was found to be broken during release of the filter basket. An image was received, and it shows the distal portion of an ecgw. The delivery sheath appears separated into two pieces and a fold is seen on the filter basket membrane. After damage was observed, the filter and deployment sheath were removed using a long sheath and a 5f single-lumen angiography catheter. The procedure was completed by replacing it with a non-cordis device. There were no reported injuries to the patient. It was reported that the lesion site was too tortuous, and it was found that the head end of the release sheath was broken, and the filter was not successfully released. The product was stored and handled per the IFU. No abnormalities were seen prior to use, and no excessive force was required to dock the filter. The target vessel was the c1 segment of the internal carotid artery, which was severely calcified and tortuous, with a 70% stenosis and an acute angle but no bifurcation. Prior to deployment sheath separation, difficulty was encountered in deploying the filter basket. Sufficient space was maintained between the lesion and the filter basket, and both proximal and distal markers were placed distal to the lesion. A picture attached to complaint (B)(4) for the product ¿rx/6mm basket diameter/180cm¿ shows a distal separation on the delivery sheath and a fold in the filter membrane. No other notable details were observed. The photos do not provide sufficient information to determine whether a manufacturing-related issue exists, and the available evidence is insufficient to draw any further conclusions. The non-sterile device ¿rx/6mm basket diameter/180cm¿ was received inside a transparent plastic bag containing the deployment sheath, capture sheath, torquing device, and ecgw system; the remaining components were not returned. The ecgw system was received inserted inside the deployment sheath. Visual inspection revealed a buckling condition approximately 34¿41 cm from the distal tip and a distal tip separation with a visible plastic shaving. Microscopic evaluation confirmed elongations and plastic shavings consistent with tensile overload. The filter basket and membrane were intact, properly adhered, and free of anomalies. All visual and microscopic findings were within expected conditions for a device subjected to mechanical stress; dimensional or functional testing was not performed to preserve device condition. No manufacturing nonconformance was identified. A product history record (phr) review of lot 35271539 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The malfunction ¿deployment (delivery) sheath ¿ separated¿ was seen during evaluation. The malfunction ¿filter basket ¿ kinked/bent¿ was not seen during the product evaluation. The filter component was intact, properly adhered to the struts, and showed no defects. The exact cause of the event cannot be found; however, it may be procedurally related as it was reported the lesion site was too tortuous, which may have prompted the user to apply excessive mechanical while attempting to deploy the device. Information for safety is provided in the product¿s labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿the deployment and capture sheaths are delicate instruments; do not use if inspection reveals bends, kinks, or other damage,¿ and ¿guidewires are delicate instruments; do not use if inspection reveals separation, bends, kinks, or damage of the filter basket assembly.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, during use of a 6mm angioguard embolic capture guidewire (ecgw) system, the release sheath was found to be broken during release of the filter basket. An image was received, and it shows the distal portion of an ecgw. The delivery sheath appears separated into two pieces and a fold is seen on the filter basket membrane. After damage was observed, the filter and deployment sheath were removed using a long sheath and a 5f single-lumen angiography catheter. The procedure was completed with a replacing with a non-cordis device. There were no reported injuries to the patient. It was reported that the lesion site was too tortuous, and it was found that the head end of the release sheath was broken, and the filter was not successfully released. The product was stored and handled in accordance with the IFU. No abnormalities were observed prior to use, and no excessive force was required to dock the filter. The target vessel was the c1 segment of the internal carotid artery, which was severely calcified and tortuous, with a 70% stenosis and an acute angle but no bifurcation. Prior to deployment sheath separation, difficulty was encountered in deploying the filter basket. Sufficient space was maintained between the lesion and the filter basket, and both proximal and distal markers were placed distal to the lesion. The device will be returned for evaluation.